Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of a questionable ureal urea/bun (ureal) result for 1 patient sample tested on a cobas 8000 c 702 module. The initial ureal result was 257 mg/dl, with a data flag. The sample was automatically retested using a 1:3 dilution with a result of 16 mg/dl. The ureal result of 16 mg/dl was released outside of the laboratory, but was questioned by the physician who considered the result implausible. The same sample tube was tested again with a ureal result of 258 mg/dl, with a data flag. The sample was automatically retested with a result of 231 mg/dl. There was no allegation of an adverse event. The ureal reagent lot was 32599201 with an expiration date of 31-jan-2019. The customer stated the cuvettes had been replaced at the beginning of (B)(6) and that there was no hint of crystal buildup in the cuvettes. The field engineering specialist checked the instrument and was not able to find the root cause. The investigation is currently ongoing.

Manufacturer narrative:
There have been no further issues reported. A reagent issue can be excluded as the system has been working fine following the issue. The investigation was unable to find a definitive root cause.